Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced abdominal pain, bowel perforation, foul smelling odor, fecal matter leaking through abdominal wound, entero-cutaneous fistula, mesh erosion, infection, fevers, bleeding, scarring and consortium claim. A mesh excision and subsequent treatments and/or therapies were reported.